Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient was readmitted with hematuria and elevation in ldh. The patient was admitted and treated with heparin. The pump was exchanged due to suspected thrombus. Pump numbers did not change. Upon echo, aortic valve opening every beat and pump not unloading the left ventricle.